Event description:
During pt use, suddenly a "switched to backup battery" alarm occurred when ac cable was removed. Replacing the power pac battery resolved the issue. The pt was ambu bagged and switched to another ventilator. No permanent pt injury was reported in this case.

Manufacturer narrative:
Although requested, additional pt info was provided.